Event description:
Patient reported that her tandem mobi device was experiencing issues with charging and frequent occlusion alerts, which she found frustrating. There was no reported impact to her blood glucose level. She expressed dissatisfaction with the device compared to her previous t:slim x2 and sought assistance from technical support for resolution. No additional information was received regarding the outcome of the event.